Event description:
It is reported that when the customer opened the product, the sterile inner packaging was compromised.

Manufacturer narrative:
This report will be amended when our investigation is complete.